Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the lead site. Surgical intervention took place where the system was explanted to address the issue, and the patient continued on antibiotics. The manufacture representative will no longer be receiving updates regarding the status of the infection. Surgical intervention took place again on (B)(6) 2024 where the patient was implanted with a new system and effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.